Event description:
This issue was reported via a monthly review of the maude database. It was reported that upon opening the kit, the swg was found bent and unable to use. As a result, a new kit was opened and used without issue. There was no reported delay, death, or complications to the patient.

Manufacturer narrative:
(B)(4). The device will not be returned.